Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-01364. It was reported that patient experienced infection at lead site post a trial procedure. Patient was treated with oral antibiotics to address the issue.